Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
It was reported the patient experienced discomfort at the implantable neurostimulator (ins) site. Patient did not desire to have the device relocated, rather he wanted the system removed. The system was removed on (B)(6) 2017.